Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge was decreasing faster than expected. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received a minimum fill message with approximately 160 units of insulin remaining in the cartridge. The customer's blood glucose level was 81 mg/dl. The customer loaded a new cartridge and received an accurate fill estimate; however, several hours later, the customer reported insulin gauge decreased to 210 units. Reportedly, based on the load history and the basal history, the insulin gauge should have been displaying 230 units. The customer reported that the pump would continue to be used for insulin therapy.